Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r; this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient recharged the device every 2 to 3 months. The device is inoperable. Consequently, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. In addition, the new ipg was relocated. Effective therapy resumed following the procedure and the issue is resolved.